Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart close to the site while the patient was sleeping. The patient had high blood glucose level of 400 mg/dl. The site location was patient's abdomen. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart close to the site while the patient was sleeping. The patient had high blood glucose level of 400 mg/dl. The site location was patient's abdomen. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.